Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel and an interventional peripheral procedure. Reportedly, after deployment of the clip, the starclose se device was removed and the clip remained in the distal end of the device. Hemostasis was achieved using manual compression. There were no reported adverse pt info. Though requested, no add'l info was provided.